Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an apply sample issue with the one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an apply sample issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. The meter was found to work properly. The test strips involved with this complaint have been returned on (B)(4) 2012 and were evaluated by pa on (B)(4) 2012 with the following findings: the testing strips passed all testing with no faults found. The patient also returned test strips lot # 3268218 on (B)(4) 2012. The test strips were tested by pa on (B)(4) 2012, no visual faults were found; however, while testing lot # 3268218 with the quality control solution, the test failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.